Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va088yg, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the doctor's assistant had set the ins settings too high a week or so after pt was implanted and from there the stimulator started depleting too rapidly. Patient further explained that the lead wasn't close enough to where they needed to be so she had to turn the stimulator settings up way to high to help with her symptoms so the ins battery ended up depleting quicker. Patient said it was discovered that stimulator wasn't helping with her symptoms like it should b/c of the lead within the first 6 months of implant and the lead were replaced. No further complications were noted or anticipated